Event description:
Contact called stating that their meter is reporting erratic results. Pt received a result of 575 mg/dl compared to the hosp results of 36 mg/dl. Pt was intubated and transferred to hosp. They administered 5 units of insulin at the hosp. An evaluation of the system was conducted over the phone which determined that the meter was working within specifications. Contact asked to return meter for further evaluation and a replacement was provided.